Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient needed to increase the stimulation to where they felt a shocking sensation. The patient needed to increase the stimulation in order to have relief from pain. The patient stated they just met with a manufacturer representative (rep) about two months ago and they changed it up. Patient stated with the two programs that the representative gave them, they were using the 2 program for about 4-5 weeks , but they still had to turn the stimulation up to where they were getting shocked. Patient said that they could turn it up until they were shaking from getting electrocuted. Patient noted that it was almost to the point where it was hard to walk. The patient said that it had been since they had the device for years and that was kind of how they set them up with it. Patient mentioned that they started out with the old ones before they even had high frequency and through all they've known that all they had been able to do was feel at least a little bit of getting shock. Patient met with a representative about two months ago and the representative told the patient that it wasn't supposed to be like that. Agent redirected the patient to healthcare provider (hcp). Agent sent email to the field.